Event description:
An attempt was made to administer device pacing therapy to the pt. Reportedly, the pacer shut off after pacing was initiated. The pacer was restarted by moving the therapy cable at the device therapy connector. The discrepancy allegedly recurred multiple times during the use. The pt was not resuscitated.